Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone coating was sheared/torn when the harvester repeatedly removed the device from the cannula. This was done in a very abrupt manner with excessive force directly relating to the tear in the silicone. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25138688, 25138643, and 25138567 the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone coating was sheared/torn when the harvester repeatedly removed the device from the cannula. This was done in a very abrupt manner with excessive force directly relating to the tear in the silicone. A replacement device was used to complete the procedure. The hospital did not report any patient effects.